Event description:
The spectra concealable penile prosthesis was replaced with a 3pc. Inflatable penile prosthesis on (B)(6) 2017 due to a "pending erosion" and because the patient wanted a 3pc. Device. No further patient complications were reported in relation to this event.

Event description:
It was reported that the patient stated he had a "bulge on the right side" of his spectra penile prosthesis that was "possibly erosion" and that he was "trying not to get an infection" by "taking antibiotics." No further patient complications were reported in relation to this event.